Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin at home transmission. Upon review of electrograms(egm), the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Patient experienced arrhythmia that the physician believed to be unrelated to the pptwos. The patient was stable and will continue to be monitored.